Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that while the patient was being transported via helicopter, the external pulse generator (epg) stopped working. Of note, the battery was changed out prior to the patient leaving the patient room. While in flight, it was noticed that the patient was not being paced. The flight registered nurse (frn) checked the connection the epg and to the patient, and checked the battery. Throughout the flight, the frn checked with the patient, to ensure the patient was not developing chest pain. It was noted that there was no change in the patient's rhythm and no chest pain developed. Once at the hospital, the registered nurse (rn) "immediately" obtained another epg and connected the patient without incident. The status of the epg is unknown. No patient complications have been reported as a result of this event.